Manufacturer narrative:
The field service representative discovered the loose screws during a service visit. She subsequently tightened the loose screws to specifications. Site contact: (B)(6).

Event description:
All four of the socket head cap screws that secure the s7 suspension system carrier arm with opmi proergo dental microscope to the rigid ceiling column mount at the user site were found to be loose.